Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "te deflation." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles on the outer surface of the device and two curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified two sharp openings with nicks. Based on the device analysis the final assessment is: two sharp openings assessed as an unidentified tear opening and nicks assessed as non-penetrating nicks. Reason for reoperation is deflation.

Event description:
Healthcare professional reported left side "te deflation." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "te deflation." The device has been explanted.